Event description:
It was reported during a mastectomy case, the error code e2 (cut or coag foot pedal switch may be stuck in the operating room position) appeared. There was no pt impact. First of 2 events: see 3007069406-2012-00309.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR for the time period 08/15/2010 through 08/15/2012. The pulsar generator was received in fir condition with minor surface imperfections on the lid. There were gouges in the cart on the lower case and scratches on the front panel. The bottom nylon screw was cleaved off. The unit delivered rf energy correctly into the fixed resistors and recognized both the pt return pad connection and the hand piece connection. The e2 error code was observed in the log, however, the root cause was undetermined. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.